Manufacturer narrative:
B5, patient info updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Add info received : imaging system being used in an posterior fusion procedure. This issue occurred intra operatively and caused less than 1 hour surgical delay. There was no reported impact to the patient outcome.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and door was closed on drape and rotor became stuck. Found door cable slides broken off from ratchet used on door before rotor was homed. Extracted broken bolts, updated door cable slides. System was ready to use. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000273, product ID: bi71000192. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the system was stuck around a patient (gantry not opening). In troubleshooting, walking through the emergency open procedure, did not work, could not align the collimator to open the system. Imaging and navigation aborted. Patient was present. There was unknown surgical delay and impact on patient outcome.